Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information received indicates that this pacemaker was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed erratic longevity. The device was reprogrammed; formerly the auto capture (ac) was on with an output of 3.5 volts. A boston scientific technical services (ts) representative explained that since device was reprogramed, the programmer used the recent measurements for that session. Device would need 5 battery status measurements to update. Device still remains in service. No adverse patient effects were reported.